Manufacturer narrative:
The reported complaint that the autopulse platform (sn (B)(6)) displayed "system error, out of service, revert to manual CPR" was confirmed during an archive data review and functional testing. The root cause of the system error is likely attributed to a software malfunction that occurred during active operation. The archive data showed several instances of system error - 46 (software error), confirming the reported complaint. The autopulse platform failed initial functional testing due to "system error, out of service, revert to manual CPR" displayed upon powering up, confirming the reported complaint. The system error was cleared using apvision3 software during the device evaluation. Reloading the firmware and performing compression tests will ensure the device's functionality. Following service, the autopulse platform passed all testing criteria. Historical complaints were reviewed for service information related to the reported complaint, and there were no similar complaints reported for the autopulse platform with serial number (B)(6).

Event description:
The customer reported that the autopulse platform (sn (B)(6)) displayed "system error, out of service, revert to manual CPR." They noted that the platform was powered on and the lifeband was installed, but no numerical fault codes were shown. The customer requested zoll to service the platform. No further information was provided. It is unknown when the problem occurred. However, patient use information was requested, but no additional information was provided.